Manufacturer narrative:
The ECG data from the event was returned and evaluated. Based on our review of the data, we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. After review of all the facts, it has been determined that the device was connected to a patient who had a pulse. The r series system is indicated for use when a suspected cardiac arrest victim has an apparent lack of circulation as indicated by; unconsciousness, absence of breathing, and absence of a pulse and other signs of circulation. The IFU indicates that the r series system is indicated for adult and pediatric patients. However, never use the unit for defibrillation when the patient is; conscious, is breathing, or has a detectable pulse or other signs of circulation. In cases where a patient needs to be monitored while the device is operating as a AED, a 3 lead ECG monitoring cable is recommended. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device issued a "shock advised" for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.